Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received an allegation of particles in the device and airway. The patient alleges sinus infection. There was no report of serious harm or injury. There was no indication of medical intervention received. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The device has not been returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received an allegation of particles in the device and airway. The patient alleges sinus infection. There was no report of serious harm or injury. There was no indication of medical intervention received. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.